Manufacturer narrative:
The device has not been returned for evaluation as it remains implanted. The root cause is unable to be determined at this time. If any additional information has been provided, a supplemental report will be submitted.

Event description:
Information was received that a rod failed to distract subsequent to the initial distraction session. No patient impact was reported but a revision surgery is anticipated. No additional information is available.

Manufacturer narrative:
The rod was returned for visual and functional testing. Visual inspection revealed score marks from incremental distraction. X-ray images revealed no damage to the internal components and revealed the rod was partially distracted. The rod was functionally tested with the electronic remote controller (erc) and manual distractor and was able to retract and distract. The reported failure mode was unable to be confirmed as the rod was fully functional and met acceptance test specifications. A device history review (DHR) was performed on lot number: 8103102aaa and there were no deviations in the manufacturing process and the finished product met all acceptance criteria prior to shipment.

Event description:
No additional information was provided.